Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's global technical service center to report the bag falling and disconnecting while on the homechoice (hc) machine during dwell 1. The technical service representative (tsr) had the homepatient (hp) close the clamps to the tubing lines and recycle power. The tsr assisted with ending therapy and advised the hp to start over with new supplies. On (B)(6) 2010, product surveillance contacted the patient regarding the disconnection. The patient stated that the bag just fell off the table and she does not know how it happened. The patient stated that her supplies were fine, however, she discarded the supplies and started over with new ones. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.